Event description:
Caller reported potential false positive troponin I (tni) results when testing wb sample on triage profiler sob vs. Lab instrument, bayer centaur. After obtaining the results from the triage profiler sob test, patient was admitted. No patient medical history was provided. Caller indicated that there were four other patients where tni results on serial draws were not consistently staying below 0.05.

Manufacturer narrative:
Product support could not confirm the client's observation of discrepant tni results without return of patient sample. In-house testing of returned sob devices showed zero occurrences of falsely elevated tni results with negative control sample. Positive control sample recovered at 105%, within mfg release specifications. A review mfg release data for the device lot showed recovery within specifications, and again, zero occurrences of elevated tni with negative controls. Issue to be tracked and trended by device lot. Product deficiency was not established; no corrective action required at this time.